Manufacturer narrative:
(B)(6). Investigation summary: level a investigation, complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel bowed and leakage on lot # 8093783. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8093783. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200751386] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 1.0 ml 30ga 8 mm 10bag 500 l amr experienced leakage and scale marking issues during use. The following information was provided by the initial reporter: the syringe is with a small deviation of the form (little fold) it is not in the straight form and when aspirate the drug liquid, it is leaking through the plunger.